Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed a dim and discolored display screen. Unrelated to the complaint, an error message was emitted due to a cold solder connection in the radio transmitter circuit. The pump was able to pair with the transmitter after the pin was re-soldered. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.